Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's clinical application was intermittently restarting. Review of the log file shows programming error. Upon troubleshooting, the fse checked the system onsite and found software crash problem. Fse installed software, however the software installation failed and fse checked again and found suit pc to be malfunctioning. To resolve the issue, the fse replaced suite pc and performed full software installation and restored system backup. The defective parts were returned for analysis, for suite pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's clinical application was intermittently restarting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.